Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer failure occurred after a spark was observed while removing a pill from the back of the machine. A field service engineer (fse) replaced damaged pyxibus control board drawer 3. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawers 3.1 and 3.2 not detected on bus and created spark while removing a pill. There were no delay, no adverse events or injuries reported based on this event.